Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure for benign prostatic hyperplasia, a fiber damage occurs with an error message. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. Microscope inspection identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. The microscope analysis also found that there was no light exiting the connector face and no aim beam exiting the fiber tip, indicating an internal connector fracture. This kind of fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of fiber damaged/defective and fiber device displays courtesy error message are defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.